Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose was 623 mg/dl. Customer delivered a bolus via the pump to address bg level.